Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(4) 2015, the lay user/patient contacted lifescan (lfs) (B)(6) alleging that his onetouch verio iq meter read inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the problem with the meter started on ¿(B)(6) 2015¿, when he obtained blood glucose results of ¿298 and 105 mg/dl¿ on the subject meter within 20 minutes of each other. Based on statistical methodology, the calculated difference of these results falls outside lfs¿ criteria for precision. The patient manages his diabetes with insulin (self-adjuster). He denied making any changes to his usual diabetes management routine as a result of obtaining the alleged inaccurate readings. He reported, in the ¿middle of (B)(4)¿, he developed symptoms of ¿tired and sweating¿. He denied receiving any treatment for his symptoms. During troubleshooting, the csr noted that the patient had used the correct testing steps and the same approved sample site. The meter was set to the correct unit of measure, the test strips had been stored correctly and the test strip vial was not cracked or broken. The csr walked the patient through a control solution test and the result fell outside the expected range. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he obtained inaccurately erratic results on the subject meter, administered treatment based on the results he obtained, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Device evaluation: the lay user/patients meter has been returned on 3/27/2015 and further evaluated by lifescan product analysis on 4/1/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.